Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) product not yet returned for evaluation. Most likely underlying root cause: mlc-62-user had poor technique. Note: manufacturer contacted customer on 2/8/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests performed non-fasting of 190, 247, 250 and 110 mg/dl. Customer stated he tested right after the truemetrix replacement meter was received on (B)(6) 2018; tests were performed back to back. Customer was using alcohol and was advised of proper testing technique. The customer does not know what his expected blood glucose test result range should be. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer non-fasting and produced test results of 343 mg/dl and 266 mg/dl using truemetrix meter. Customer did not store supplies as he tested right after meter was received. The test strip lot manufacturer's expiration date is 06/16/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6). Time not provided by customer.